Event description:
It was reported that the patient had and initial right total hip arthroplasty and after this a revision of socket and head due to dislocation. Subsequently, one month later, the patient has undergone a dair procedure with head and inlay exchange due to wound healing issues and suspected infection. Intraoperatively there were insertion difficulties with the inlay placement and then with repositioning, the inlay was dropped to the floor. The inlay was substituted with another in stock option and after significant assistance from a second surgeon, definitive placement of implants was able to be completed. Upon reduction optimal rom with no dislocation tendency was achieved. Post-op xray shows correct implant position and no indication of a periprosthetic fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Micro taprlc lat pc 17.5 12/14 item# 650-0979 lot# 7743997. Acetabular cup item# unknown lot# 66602619. Bioball delta item# unknown lot# 7011930392. Trilogy longevity poly liner item# unknown lot# 66162064. Bioball adapter item# unknown lot# ms2421973. G2. Report source: germany, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Medical records were provided and reviewed by a hcp. The patient went initially to a tha with revision of socker and head due to dislocation. Subsequently, the patient has undergone dair procedure with head and exchange due to wound healing issues and suspected infection. During the dair procedure it was difficult to access to the cup. Upon inspection all remaining components note to be tight fitting so it was determined that a new inlay could be placed. The placement of the inlay was difficult and dropped to the floor so another inlay in stock was used. An initial surgeon was called to assist, and he also had difficulty with a flesh inlay with a lot of manpower and hammer the inlay was finally impacted. On reduction of hip the joint has free rom and does not dislocate. Post-op xray shows correct implant position and no indication of a periprosthetic fracture the device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.